Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports "kinking of the endotracheal tube at a distance from any area of support or throat, inability to ventilate the patient postoperatively. The patient was ventilated for a short time (1 hour). Impossible to ventilate the patient. This happened several times." Stopping the use of the device , the incriminated endotracheal tube was replaced by another endotracheal tube.